Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the omnipod dash controller/personal diabetes manager (pdm) repeatedly switched off while attempting to activate a new pod. During charging, the pdm displayed a charging symbol but then immediately switched off again and eventually could not be switched on at all. A swollen battery was noted. No harm to the patient was reported and no medical assistance was required. A replacement pdm was issued to the patient.